Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This complaint cannot be confirmed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03231, 0001822565-2023-03232.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 3 years ago. The patient stated it has never been right and has always hurt. Attempts have been made and no further information has been provided.